Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has infusionset issue event on (B)(6) 2026.the patient reported poor insulin absorption with extended infusion sets and got replacements. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.